Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient's implantable neurostimulator (ins) electrocuted him when he turned it on for the first time after surgery. The patient stated his new device/battery is defective caused him to be upset, feel like he was "in a blender", his eyes to go in different directions, the inability to speak, and experience tremors. It was later reported that the patient experienced voice issues, balance issues, and swallowing issues while the ins was turned on. The patient turned the device off for a week and experienced a return of his tremor. Upon turning the ins back on, the patient experienced a jolt. During a recent visit with the patient' health care provider (hcp), the stimulation was turned down, and the patient noted that his tremor is 60% better and he doesn't experience the side effects that were previously reported; the right brain was lowered from 3.5 volts to 1.0 volts while the left was lowered from 4.5 volts to 1.0 volts. It was confirmed that no known environmental, external, or patient factors led to the event and that t he issues were resolved.

Event description:
Additional information received from the patient, written on jun-06 to the hcp thanked them for their help with their swallowing problem on (B)(6). At that time they touched based on their speech, gait, and tremor problems, and quipped that they knew those problems weren't an amenable to solution except for the implant for tremor. The patient noted that they couldn't have been more wrong as they had their implant battery replaced on (B)(6), which they decided to turn off afterwards leaving it off for a couple of weeks to self-observe the outcome. As a result their speech improved quite perceptibly, their swallowing problem went away, their gait problem (drunken sailor) disappeared, their balance improved markedly, and their drooling/mucus formation just below their epiglottis stopped. The changes appeared to be durable to the patient and they are pleased with the discovery. However, their tremor is back no more discernibly than before, and turning the implant on after two weeks produced more of a shock than they could withstand. Follow up information received from the patient on (B)(6) reported that they have a degrading of many components of their physical behavior. It was stated that they are the victim of a dissection of the right internal carotid artery, with the resolution of this being that they have a slight tendency to choke on liquids and have a lisp. The patient indicated that this illuminates the degradation of these and many other physical behaviors they experience with the implant turned on. As a result they have markedly reduced the amount of time they use the stimulator, only turning it on for handwriting and the occasional social situation, for at most four hours per week. The patient noted they are left to self observe and discover such things as what the many switchings on and off does to their patient programmer or implanted battery, and what the current on/off surges may be doing to their thalamus and anything else. All they know is their overall quality of life is dramatically improved with the ins off. The patient does not mean to downplay the value of stopping their tremor at will, but are annoyed that "this" was not held out as a modality at their implant orientation. Additional information received from the patient via the manufacturer representative (rep) reported that they are concerned about the lack of patient orientation and what they should expect or not expect. For instance, no one told them they should have the system on the whole time or should it be off, will it affect their neurological issues. The patient also wanted to be their own advocate and wanted to be part of the care team and not told what to do. For example, they wanted programming control and it took some time for the hcp to ok that control. The patient also spoke with the rep prior to implant about a rechargeable system but a primary system was implanted.

Event description:
Additional information received from the manufacturer representative (rep) on 2016-aug-18 reported that the healthcare provider (hcp) has not heard from the patient since last reported, and that they were told to schedule follow up as they felt necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.